Manufacturer narrative:
Concomitant medical products: product ID: neu_ins_stimulator, serial#: unknown, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that pt reported that he slipped on ice and fell. Pt states that he can't seem to locate the ins in his body and the ins doesn't give him any readings on the external equipment. Pss redirected pt to hcp to have the ins checked.  Pt mentioned that the previous ins was in his stomach and that the ins was left in his stomach and they implanted the new ins in his butt. Pt initially stated that the event occurred about three days ago, however pt then confirmed that it was this last saturday, january 9th. Caller was redirected to the healthcare provider (hcp).